Event description:
Health care facility reported that a male pt with heart failure awaiting a transplant had yellow malodorous discharge around the catheter and under the dressing. The facility reported that the catheter was removed and cultures were taken, all cultures returned negative. The facility reported that the skin was reddened under the discharge. The facility reported that the skin reaction is improving.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.